Manufacturer narrative:
(B)(4). The reported pt effects of angina and restenosis listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v 3.0 x 28 (part 1009541-28, lot 7112661) indicated is being filed under a separate medwatch MFR number.

Event description:
Device issue: none. Adverse event: instent restenosis requiring intervention. Onset of adverse event: 22 months post implantation. It was reported via trial that on (B)(6) 2008, predilatation was performed and two xience v stents were implanted in the mid right coronary artery (rca) overlapping each other. On (B)(6) 2010, the pt presented to the emergency room with left-sided chest pressure radiating to the left arm. The left heart catheter revealed an 80% in-stent restenosis in the mid rca (both stents), which was successfully re-opened to <10% stenosis using a cutting balloon. An ECG was performed and there were no findings suggestive of a myocardial infarction. The pt was discharged on (B)(6) 2010. No additional info is available.